Event description:
Pt admitted with chief complaint of abdominal pain. Pt had long history of diverticular disease with multipe episodes of diverticulitis. A CT scan of the abdomen demonstrated what appeared to be sigmoid diverticulitis with a small contained abscess. A laparoscopic sigmoid colectomy was performed. During the procedure, an eea stapler misfired which eventually tore her rectum. The physician describes the event: eea stapler misfire and essentially tore the anastomosis, leaving a hole or essentially only 20% of the anastomosis had staples in it. And, the stapler did not release, and essentially was stuck in pt's rectum.